Event description:
It was also reported that device settings were to be adjusted during the ect treatments.

Event description:
It was reported that the vns patient was hospitalized due to her depression. The patient was to receive electroconvulsive therapy which had shown to give short-term relief of her symptoms in the past. The patient was not receiving efficacy with her vns device but the psychiatrist stated that an adjustment to the patient¿s device settings would resolve the lack of efficacy. The patient¿s device settings were programmed to those before her replacement surgery in (B)(6) 2013. Attempts for additional relevant information were made. The treating physician reported that "everything is perfectly fine"; but no additional information was provided.

Manufacturer narrative:
Date of this report, corrected data: previously submitted MDR provided and incorrect initial aware date. This report is being submitted to correct this information. Date received by manufacturer (mo/day/yr), corrected data: previously submitted MDR provided and incorrect initial aware date. This report is being submitted to correct this information.